Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas loss alarm occurred. There was no harm or injury reported.

Manufacturer narrative:
Gas loss alarm occurred, there was no blood in the tubing, and manually filled the balloon, however, the alarm had gone off twice. Esp person reviewed the proper way to troubleshoot this alarm check the helium tubing for blood or discoloration, press the iab fill key for 2-3 seconds, press start, and check the helium tubing again.they determined the most likely cause was the patients peep of 10.